Manufacturer narrative:
Based on the claim against the product by the customer noting the clip was stuck in the jaws, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, when the customer was attempting to clip with the medium-large clip applier instrument, it was closing but then it was stuck in the jaws, the customer had to pull/wiggle to get the clip off. The customer has experienced the issue fives time this case with two clip applier instruments. The procedure was completed with no reported injury.